Event description:
The patient contacted dexcom technical support on (B)(6) 2013 and reported that on the date of the report, the sensor was removed on day 7 of wear. The patient reported that he initially did not see the sensor wire attached to the sensor pod and that he thought he saw the edge of it beneath his skin. He reported that upon further observation, he noticed that the sensor wire was blending in with the patch. The patient reported that he experienced no pain or discomfort, and that no medical intervention was required. The patient reported he was in good condition at the time of the report.

Manufacturer narrative:
Dexcom, inc. And FDA agreed during a facility inspection that any possible broken sensor wire was a reportable event, even in the absence of any evidence of physical harm or necessity for intervention.